Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 1 day post-operative a laparoscopic sigmoid resection the patient developed a bleeding which is greater than 500cc. The patient was seen in the hospital by endoscopy who was able to place a clip over the bleeding vessel which clinically solved the issue. 1 day after surgery, there was an anastomotic leak, a second surgery was performed. To place a drain and divert to a colostomy. Patient remained in the hospital 4-5 days longer than what might normally have been expected.